Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent and abdominal pain. It was reported that the patient was hospitalized for the event. The patient received unspecified treatment. On an unknown date, the patient was discharged from the hospital and recovered from the peritonitis event. Pd therapy was discontinued. On an unknown date, retraining for proper aseptic technique was performed. The pd catheter was removed and the patient switched to hemodialysis (ongoing). No additional information is available.